Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).

Event description:
It was reported that shortly after initiation of support with a quadrox-ID oxygenator a blood leak from the exhaust port was observed. It was reported the water lines were never connected to the oxygenator. The oxygenator was replaced. No reported injury to the pt. (B)(4).